Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia. Blood glucose level was 23 mg/dl and 32 mg/dl at the time of hospitalization. Customer stated that the insulin pump had a blank display. Customer treated with intravenous fluid. The insulin pump will not be returned for analysis.